Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states: incident revealed that tap would be useful in the suture anchor kit. This is customer feedback specific for the atl suture anchor kits. A preventive action will be created to capture the detailed investigation and actions taken. Risk management file will be updated as part of CAPA.

Event description:
It was reported that "so we used the dill kit for the anchors. The first anchor we tried to screw in. The anchor snapped in half with half the anchor still in. We drilled in the same spot through the half that was still in and attempted to mallet the anchor in and it bent in half. We open another anchor and he said no more because any more failure would have caused issues. At that point the surgeon was not happy and we had to use another company anchor to finish the case."

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: incident revealed that tap would be useful in the suture anchor kit. This is customer feedback specific for the atl suture anchor kits. A preventive action will be created to capture the detailed investigation and actions taken. Risk management file will be updated as part of CAPA.

Event description:
It was reported that "so we used the dill kit for the anchors. The first anchor we tried to screw in. The anchor snapped in half with half the anchor still in. We drilled in the same spot through the half that was still in and attempted to mallet the anchor in and it bent in half. We open another anchor and he said no more because any more failure would have caused issues. At that point the surgeon was not happy and we had to use another companies anchor to finish the case."